Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100b ventilator experienced map (mean airway pressure) fluctuation while connected to the patient. The customer stated that she noticed water in the transducer. The customer confirmed that there was no patient harm associated with the reported event.